Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found blood contamination in crm, safety disk, blood detect tubing, and purge assembly. The fse also observed numerous auto fill failures prior to ¿blood detect alarm due to blood penetrating pneumatics. To fix the issue, the fse replaced all blood contaminated parts. The fse then performed all functional and safety tests per factory specifications. The iabp unit passed all tests performed and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer reported blood in the helium tubing. The unit was placed on stand by and physician was called l axillary removed patient tolerated procedures without any complications and new r femoral was placed.